Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative performed a serial readout of the pump and replaced the touch screen and cables. The (B)(4) was cleared and the s5 software was updated. The pump and console functions were tested and no further issues were noted. The serial readout and replaced touch screen were sent to livanova (B)(4) for further investigation. The touch screen was integrated into the test bench and tested. However, the issue could not be reproduced. An exact root cause could not be determined. However, a CAPA (B)(4) was initiated for this type of issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that during set-up the arterial pump was non-responsive and was not used for the case. Later, the pump was found to work but again was not placed in service. There was concern that if the pump was on pulse flow control and the touchscreen failed, they would not be able to stop the pump as required by the surgeon. No patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during set-up the arterial pump was non-responsive and was not used for the case. Later the pump was found to work but again was not placed in service. There was concern that if the pump was on pulse flow control and the touchscreen failed, they would not be able to stop the pump as required by the surgeon. There was no patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.